Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Piece of the front caster has broke free preventing the caster from spinning.